Manufacturer narrative:
Device not returned to manufacturer, remains implanted.

Event description:
The doctor reports that the patient was biting down when the screw and crown both broke in the patients mouth. The abutment screw fragment remains in the implant.

Manufacturer narrative:
Based on the evaluation of the (2) radiographs received,the device fracture condition was confirmed. Due to the fact that no product was returned and no lot number was provided, no technical root cause can be determined. Therefore, no results or conclusion can be drawn.